Event description:
LivaNova Deutschland received a report that Essenz HLM Cockpit rebooted by itself during procedure.Reportedly touchscreen remained functional.There was no patient injury.

Manufacturer narrative:
A1-A5 Patient information was not provided.H11 LivaNova Deutschland manufactures the Essenz HLM Cockpit, the event occurred in Germany.LivaNova initiated an investigation.If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.